Event description:
It was reported that the cartridge was leaking from the o-ring. Reportedly, the customer filled the cartridge on the pump. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 161 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).